Event description:
Two complete se peripheral stents were implanted in a lesion of a patient located in the sfa to popliteal of the left leg. It is reported that approximately 5 months post index procedure the patient expired. Investigator indicated the event was not related to the device or procedure..

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).